Event description:
It was reported that during a lap adjustable band procedure, when connecting the port and tubing, the metal locking connector could not advance the tubing to the main body of the port. The surgeon manually pushed the tubing to the main body of the port, locking the connector to the lock. The surgeon visually verified the tubing was flush with the main body of the port after the locking connector was locked. The port was placed with no problems. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Port implanted.